Manufacturer narrative:
A ge representative evaluated the system and determined the video controller board needed to be replaced, but no conclusion can be drawn as repair information is not available.

Event description:
It was reported that the system would not complete boot up. No patient injury was reported.